Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an acute blood pump system for ventricular support. The vad coordinator reported that there was suspected thrombus in the circuit inlet tubing and pump impeller. The circuit was exchanged at bedside in the intensive care unit.